Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump does not make any noise or vibrations causing customer to miss nearly all alerts. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that it was harder to press buttons multiple times for insulin pump to respond, insulin pump also rejected new batteries and there were unexplained no delivery alarms. The insulin pump will not be returned for analysis.